Event description:
It was reported that during an ent procedure, the jaw cut through vessels and caused bleeding. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.